Event description:
Patient underwent a left sided tcar procedure. The procedure went smooth with the exception of physician wanting to get into the eca and engaging the ica instead two times. It was recommended that the physician stop short, which the physician did. After clamping, pre-dilated with a 5x20 and advanced the enroute stent. During this time anesthesia was having a hard time with the patients bp being 180/75 and hr 110. Physician requested anesthesia bring the bp down to 140-160 range and hr lower as well. Once we closed, the patient was woken up after general anesthesia. Moved both her hands and feet. The following day physician reported to the silk road medical representative via text that the patient had an event several hours post op. Physician said it was the m2 segment, not huge and the patient had weakness and slurred speech. Silk road medical representative reached out several days later, and physician reported the patient was a little better and speech slightly improved. Today ((B)(6) 2018) physician reported patient has a stable deficit, poor speech and mild weakness and will be discharged today. The carotid cta showed a pre-existing left m2 significant stenosis.